Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluation. Blood was observed on the adhesive pad. The soft cannula was observed to be kinked and the formed needle was observed below the bottom housing window. The device was received partially deployed, with the pink slide insert observed in the viewing window and the linkage assembly was in the deployed state, but the formed needle did not fully retract. The formed needle was observed to have ben incorrectly installed in the slide retract. The formed needle was observed to be bent. The soft cannula was observed to be punctured. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The exact timing and cause of the damage to the soft cannula is unknown. Per support ticket- (B)(4) ¿the FDA cdrh application team recognizes that industry faced submission issues and delay in ack3 responses during the month of september 2022.